Event description:
The customer's parent reported via phone call that the customer received a no delivery alarm followed by a motor error on the insulin pump during priming. The customer's blood glucose level was 500 mg/dl, for which they treated with a shot. During troubleshooting, it was stated the insulin pump had not been exposed to a strong magnetic field. The customer was using the sensor feature. The customer was able to complete the rewind sequence. It was advised to discontinue use and revert to a back-up plan. It was also advised that the insulin pump would be replaced and agreed to return the device for analysis. The customer's mother stated that she would call the customer's endocrinologist and possibly take the customer to the emergency room, as well. High blood glucose troubleshooting was not performed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, a broken belt clip slot at the battery tube threads area, and a cracked reservoir tube lip. .